Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 200 mg/dl. The customer's mother stated that she was unsure of whether there were any significant events leading to the alarm. Advised replacement of the insulin pump. Nothing further reported.